Manufacturer narrative:
External insulation abrasion was noted at 37.0 - 37.1 cm from the pin consistent with lead friction to the device can. The etfe coating was abraded at this location. This is consistent with the observation from the field of high capture thresholds.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead had high capture thresholds. The lead was explanted and replaced during a routine device exchange. Patient was stable post procedure.